Event description:
It was reported that the patient experienced pericardial effusion. About an hour into the pulsed field ablation (pfa) procedure and upon its completion, an effusion was observed by the physician. The physician then performed a pericardiocentesis, successfully draining the effusion. The patient made a full recovery. The faradrive steerable sheath was disposed and is not expected to return. It was further reported that the pericardial effusion was identified by utilizing the ice imaging. There was no information on whether the patient had been admitted into the hospital, and there was no information available regarding their discharge.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.